Event description:
This pt had a port placed in 1999 due to poor venous access. Recently, it was noted that the port could not be accessed-possibly clotted off. The pt was taken to surgery in 2001 for removal and replacement of the device. The pt tolerated the procedure well and was discharged to home on the same day.